Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site.

Event description:
It was reported that the bd discardit ii¿ syringe (with and w/o needle) was broken and damaged. Found during use. No serious injury or medical intervention noted.

Manufacturer narrative:
Results: bd bawal had not received any sample / photo from the customer facility for investigation. 200 retention samples of lot# 17g1911 have been visually inspected for cracks in the barrel. All samples are found in ok condition. The complaint history for the lot# 17g1911 was reviewed and till date no complaint had been registered against the above lot for the defect. DHR was reviewed for the product test. The entire routing test for reported lot found within the specification limit. No discrepancy was reported and recorded in DHR in customer reported lot # 17g1911. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. The exact root cause is not identified.